Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and corrective actions for the device described in this report. The sample is currently on route to the factory. The investigation is not complete. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
It was reported that the device was leaking through the ancillary exhaust port at approximately one drop every 10-20 seconds. The device was changed out. No reported patient effect. (B)(4).